Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the involved product code and lot number no anomaly was found in the results of the history investigation. No similar event was found in the past complaint file. Based on the investigation results, no anomaly was found in the history of the involved product code/lot# however, since the actual device was not returned and the analysis of it could not be performed, it was not possible to clarify the cause of occurrence. Relevan IFU reference: if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . H4: device manufacture date: unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. History investigation of the product with the involved product code/lot number since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. Complaint files from the past three years were investigated. No deviations or non-conformities related to the manufacturing process for the involved case was found. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: the wire was used as side branch wire protection for rv branch in rca. After des was placed, an attempt was made to remove the wire, but resistance was experienced. The wire was pulled a little forcefully and the coil was elongated. Then, the microcatheter was delivered to the edge of the stent placed and the wire was attempted to be removed with back-up increased. However, the coil was fractured and left in the body. The fractured piece was pressed against the vascular wall with a stent. The coil was fractured and left in the body. The procedure outcome was not reported. The patient condition was recovered.